Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the hard disk drive. The system was tested and is operating as intended.

Event description:
The customer reported that the 7700 system would not boot up. No patient injury was reported.